Manufacturer narrative:
(B)(4). The site indicated that the incident device would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that when they opened this product to the table the strings were knotted so they had to work to try to get them off the card and one of the sponges tore off from the string. During the case they tried to remove one of the tonsil sponges from the oral cavity and the sponge pulled off the string. The sponge was retrieved with forceps. The patient was reported as stable. Surgical time was delayed more than 30 minutes due to the product problem. There was no effect to the patient and no extension of the hospital stay. All parts of tonsil and string were removed. Device will not be returned as it was discarded.